Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended insulin delivery and the customer did not know the reason why this occurred. The customer's blood glucose (bg) level was impacted (246 mg/dl). The customer delivered a bolus to address bg level. During troubleshooting with tandem technical support, it was identified that the customer received an auto-off alarm. Cts instructed about the auto off settings and to check with their healthcare provider before modifying the settings.